Event description:
It was reported that the sensor was overheating. The sensor was inserted into the arm on (B)(6) 2025. The product was evaluated. An exterior visual inspection was performed and passed. Nordic bluetooth pairing test was performed and failed. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor was overheating. The sensor was inserted into the arm on (B)(6) 2025. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.